Event description:
It was reported that a boston scientific device was implanted. According to the complainant, as a result of the implant, the patient suffered pain, mesh erosion and incurred additional medical treatment and procedures. The physician's office was contacted on (B)(6) 2013; it was stated that the patient did not report any complications or complaints. No additional information is available. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.